Event description:
A surgeon reported a refractive surprise following intraocular lens (iol) implant surgery. At this time the surgeon's plan for treatment is unk. Add'l info has been requested.

Manufacturer narrative:
Eval summary: product eval: the product was not returned for analysis. Product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: not enough info was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Add'l info was requested on 07/18/2011, 08/02/2011 and 08/08/2011 by fax, phone and mail. A completed questionaire has not been received. (B)(4).